Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The user experienced an issue with smoke and dim light (small flame) from the top of the power box of the analyzer. No patients were involved in the event. No one was injured or adversely affected. The serial number of the power supply was (B)(4). The power supply was replaced.

Manufacturer narrative:
The power supply was returned for investigation. The failure mode is consistent with the fans being blocked or airflow restricted. This was confirmed on inspection of the power supply. A small amount of smoke was emitted from the unit as the plastic isolator melted. The power supply at the facility has been replaced with a new version which contains an over-temperature switch off circuit. All parts and plastics are ul rated accordingly. There was no risk of fire and no one was injured.

Manufacturer narrative:
Additional information was received confirming the actual instrument serial number was (B)(4).